Manufacturer narrative:
The return of the dcs for analysis and additional information have been requested. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was crimped and loaded with out difficulty. When this delivery catheter system (dcs) was positioned in the aortic valve, the micro knob was able to be turned, but the dcs capsule would not open, although application of upward pressure to the macro slider was applied per the instructions for use. The dcs with the loaded valve was retrieved from the patient. The valve was reloaded onto a new dcs and successfully deployed and implanted. It was reported that the dcs worked normally after the valve was removed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received secure in the original product packaging. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to fully advanced and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. A kink was observed on the proximal end of the capsule. A deployment simulation was performed using a glass arch, and a .038 guidewire. A 29mm valve was loaded onto the dcs with no loading difficulties or clicking noted. The loaded dcs was seated in the arch with the plunger tip outside the annulus. To retract the capsule, the micro knob was used. Initial resistance was observed but after several turns, the capsule appeared to actuate without difficulty or ¿clicking¿, resulting in complete bench top deployment. The complaint could not be confirmed. The dcs lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The kink observed on the proximal end capsule is historically associated with tracking over an aortic arch. No gross visual anomalies were noted on the dcs to contribute to the difficulty experienced by the customer. The deployment simulation in a glass arch with a test valve does not completely replicate the customer's experience.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.